Event description:
Anti-e and anti-k antibodies were identified in a pt sample with manual testing using capture r ready screen 4 (crrs). The antibodies were not detected on the galileo instrument using the 4_cell screen assay. No medical action was taken based on the results.

Manufacturer narrative:
Instrument images were reviewed and appeared normal except for one of the wells that resulted as negative, but appeared to be positive according to the image. Customer returned a sample for investigation testing. No unexpected reactivity was observed. The e and k antigent were confirmed on retention capture r ready screen (4), lot k098. In-house donor samples were tested with retention crrs, lot k098, on a galileo using retention crric, lot 221907. No unexepcted reactivity was observed. Retention products performed as expected. A service call was performed. The camera settings were adjusted and new flat field images were taken. This is the most likely cause of the event. The instrument performed as a expected following the service call.